Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2001: [missing records: an operative report for hernia repair completed in 2001 was not provided.] (B)(6) 2001: [missing records: records detailing the ¿staph infection from hernia surgery¿ were not provided.] Product identification records for the alleged gore device were not provided. (B)(6) 2011: (B)(6) . History and physical. Past medical history: hypothyroidism, hypertension, obesity, chronic obstructive pulmonary disease, asthma, shingles. Weight 238 pounds. Assessment: abnormal stress test. Shortness of breath on exertion. Chronic obstructive pulmonary disease, on home oxygen. Hypertension. Dyslipidemia. Obesity. (B)(6) 2011: (B)(6) . Patient history forms. Nurse¿s notes. Allergies: betadine, iodinated radiocontrast dyes, penicillin, sulfa drugs, tape. Prednisone daily. Does not smoke. Weight 100.9 kg, bmi 38.45. (B)(6) 2011: (B)(6) . Procedures. Nurse¿s notes. 1974: tubal ligation. 1994: cholecystectomy. 1996: cervical surgery. 1996: lumbar surgery. 1999: hysterectomy, rectocele, cystocele. 2001: hernia repair. 2001: staph infection from hernia surgery. 2008: total right knee replacement. Exploratory laparotomy. (B)(6) 2012: (B)(6) . History and physical. Increasing painful knot in lower abdomen to left of midline. Associated with nausea without vomiting. Able to tolerate diet, but occasionally have ¿just black¿ bowel movements ¿about every third one¿. No fever, chills or sweats. Redness and pain increased over last 7 days. Been on long-term antibiotics for chronic bronchitis. Now on chronic home oxygen for chronic obstructive pulmonary disease. Surgeries: laparoscopic tubal ligation, heart catheterization, cholecystectomy, cystocele, rectocele repair with hysterectomy, exploratory laparotomy, segmental small bowel resection, ventral hernia repair with mesh, right knee replacement. 20 pack-year smoking history, quit in 1994. Abdomen soft, but with palpable erythematous mass in left lower abdomen just off midline, markedly tender, but without definite fluctuance. Not reducible. Some surrounding erythema. Impression: abdominal wall pain. Nausea. Cellulitis. Plan: hospitalization, IV hydration and pain control. Evaluation for possible melena, with close clinical follow up on IV antibiotics for possible surgical exploration and debridement. (B)(6) 2012: (B)(6) . Consultation. Increasing problems in lower abdomen. Noted to be red, consistent with cellulitis. Also history of several black-appearing stools. 4 over past week. Impression: dark stools, possibly bloody. With normal bun-to-creatinine ratio and normal hemoglobin, less likely has had significant bleeding. Recommendations: follow stools and hemoglobin. (B)(6) 2012: (B)(6) . Measurements. Nurse¿s notes. Weight 103.8 kg, bmi 39.55. (B)(6) 2012: (B)(6). Progress notes. Less intensity of redness around tissue texture change in surgical midline. Less warm, less red, and zone of clearing from area marked yesterday. White count 13,000. (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: abdominal wall cellulitis. Postoperative diagnosis: abdominal wall cellulitis. Procedure: abdominal wall exploration, excisional debridement, placement of wound vacuum-assisted closure. Postdebridement [sic] measurement: 14 x 10 x 8. ¿the patient was brought to the operating room and placed in the supine on the operating table. Following the successful induction of general anesthesia, the patient¿s abdomen was prepped with betadine and draped in a sterile manner. A skin incision was made in the midline at the site of greatest redness and induration. This was carried through subcutaneous tissue down to the fascia. A moderate amount of cloudy fluid was evacuated within the subcutaneous tissue but without a pocket or collection identified. Specimen obtained from this site and submitted for gram stain and c and s [culture and sensitivity]. The necrotic and inflamed subcutaneous tissue was sharply removed with a knife. This was carried down to and including fascia. There was a portion of exposed underlying mesh but without obvious purulence. A second specimen was obtained for gram stain and c and s [culture and sensitivity] at this site. The fibrinous edges of the fascia were sharply debrided with knife and scissors. Hemostasis was secured with electrocautery. Irrigation was carried out until effluent was clear, and further hemostasis was obtained as needed. In the face of this process, it was felt best to proceed with placement of a wound vac. White foam was placed over the mesh and black foam on remainder and secured to 150 mm negative pressure per wound vac. At the end of the procedure, sponge and needle count were correct x2. Blood loss was minimal. The patient tolerated the procedure well and was taken from the operating room in satisfactory condition.¿ (B)(6) 2012: (B)(6) . Source: tissue. Gram stain report: fascia. Few polymorphonuclear leukocytes. Many red blood cells. Rare gram positive cocci. Culture surgery. Source: other. Final report: moderate staphylococcus aureus. Attention: methicillin resistant staphylococcus aureus. Gram stain. Source: body fluid. Gram stain report: abdominal fluid. Few polymorphonuclear leukocytes. No organisms seen. Culture surgery. Source: body fluid. Final report: moderate staphylococcus aureus. Attention: methicillin resistant staphylococcus aureus. (B)(6) 2012: (B)(6) . Radiology-CT abdomen, pelvis without contrast. Abdominal pain. Read: large open wound involving the anterior abdomen, and I do not see extension of inflammation or fluid collection into peritoneal cavity. No free fluid noted in abdomen or pelvis. Do not see evidence for abscess. Impression: large open abdominal wound, but it just involves subcutaneous tissue. Do not see abscesses or abnormal fluid collections in pelvis, abdomen, or abdominal cavity. No evidence for bowel obstruction or free air is noted. (B)(6) 2012: (B)(6) . Progress notes. White count 12.4, down from 13.4, high-sensitivity c-reactive protein still 6.09. Culture shows staph aureus, not yet speciated. (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: abdominal wall cellulitis. Postoperative diagnosis: abdominal wall cellulitis. Procedure: excisional debridement abdominal wall with wound vac change. Postdebridement [sic] measurement: 14 x 12 x 8.5. Surgical procedure: ¿patient brought to the operating room, placed supine position upon the operating table. Following successful induction of general anesthesia, patient¿s abdomen was prepped with betadine, draped in a sterile manner. Area of cellulitic change with fat necrosis was identified in the right lower aspect of the wound. This is sharply excised with a knife, removing the skin and subcu tissue down to, but not involving the fascia. Utilizing scissors, the fascial edges around the exposed mesh in the superior aspect of the wound was sharply excised. Bleeding encountered, controlled with electrocautery. Irrigation was carried out until the effluent was clear and further hemostasis was obtained as needed. No fluid collections or purulence could be identified. No obvious fascial necrosis visualized and the edges of the fascia remained densely adherent to the underlying mesh. White foam was then placed over the mesh and black foam in the remainder of the wound and secured to 150-mm negative pressure in the usual manner. At the end of the procedure, sponge and needle count correct x2 and blood loss was minimal. Patient tolerated procedure well, was taken from the operating room in satisfactory condition.¿ (B)(6) 2012: (B)(6) . Progress notes. White count 11. C-reactive protein 4.6. Methicillin-resistant staphylococcus aureus abdominal wound infection. (B)(6) 2012: (B)(6) . Progress notes. Changed wound vac. Open wound looks good. Area covered by white foam which was some old mesh. No purulent material. Afebrile. Arrange home health to see, and has follow up at wound center in 1 week. (B)(6) 2012: (B)(6) . Discharge summary. Final diagnoses: abdominal wall cellulitis. Nausea. Methicillin-resistant staphylococcus aureus, doxycycline sensitive. Chronic obstructive pulmonary disease. Hypertension. Obesity. Hypothyroidism. Hospital course: hospitalized with progressive cellulitis upper abdominal wall. Placed on IV antibiotics. Cellulitis debrided to previously placed mesh. No obvious involvement noted. Wound vac placed. Returned to operating room for dressing change and continued excisional debridement. Subsequently grew methicillin-resistant staphylococcus aureus sensitive to doxycycline. Appropriate antibiotic coverage maintained. Slow but progressive improvement. Discharged with home health. Follow up in a week. (B)(6) 2012: (B)(6) . Operative report. Preoperative operative diagnosis: nonhealing ulcer, abdominal wall. Postoperative diagnosis: nonhealing ulcer, abdominal wall. Procedure: excisional debridement, nonhealing ulcer, abdominal wall, with placement of wound vac. Post debridement measurement 9.5 x 5.5 x 4.9. ¿the patient brought to the operating room, placed in supine position on the operating table. Following successful induction of general anesthesia, the patient¿s abdomen was prepped with betadine and draped in sterile manner. The previously identified subcutaneous tunnel was identified, cannulated, and subsequently unroofed by excising necrotic skin and subcutaneous tissue sharply with a knife. Bleeding encountered and controlled with electrocautery. Devitalized subcutaneous tissue was subsequently removed with a curette. Again, bleeding encountered and controlled with electrocautery and direct pressure. The portion of exposed mesh measured approximately 2 to 2.5 cm in greatest diameter. No obvious infection was identified. A portion of white foam was brought forward, trimmed to size, placed at the base of the wound including the slightly undermined area remaining at the 12 o¿clock. Black foam was then placed, and wound vac secured at 125 mm negative pressure. At the end of the procedure, sponge and needle count were correct x2. Blood loss was minimal. The patient tolerated the procedure well, was taken from the operating room in satisfactory condition.¿ (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: chronically infected mesh, open abdominal wound. Postoperative diagnosis: chronically infected mesh, open abdominal wound. Procedure: abdominal exploration, removal of infected mesh with intraabdominal wound vac placement. Procedure in detail: ¿the patient was brought the operating room and placed in the supine position on the operating room table. Following successful induction of general anesthesia, the patient¿s abdomen was prepped with betadine and draped in sterile manner. Elliptical skin incision was made at the open site, carried through subcutaneous tissue down to the fascia. The mesh was then approached, and the fascia overlying was incised. The fascia was then carefully elevated off the underlying mesh with minimal adherence. The abdomen was then entered, and multiple omental adhesions to the underlying gore-tex surface was identified, dissected free, allowing the mesh to be removed intact. Specimen was taken for c and s [culture and sensitivity]. No frank purulence was identified. The remainder of the omental adhesions to the anterior abdominal wall were carefully dissected free. In view of this presentation and chronic source of the infection it was felt best to proceed with delayed closure, and subsequent intraabdominal wound vac was then placed in the usual manner and was secured to 125 mm negative pressure to achieve temporary closure. At the end of the procedure, sponge and needle counts were correct x2. Blood loss was minimal. The patient tolerated the procedure well and was taken from the operating room in satisfactory condition.¿ (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided. Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2012 procedure was not provided.] (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: open abdomen. Postoperative diagnosis: small bowel perforation. Procedure: abdominal exploration, lavage, segmental small bowel resection with intra-abdominal wound vacuum-assisted closure device placement. Procedure in detail: ¿the patient was brought to the operating room, placed in the supine position upon the operating table. Following successful induction of general anesthesia, intra-abdominal pack was removed. Abdomen prepped with betadine, and draped in a sterile manner. A marked amount of the bowel distention was identified. Gentle exploration was carried out, however a perforation was identified within the left abdomen. Found it involved in some chronic, dense small bowel adhesions. These were carefully dissected free and the small bowel exteriorized. The involved segment was found to be quite densely involved in a knot of adhesive bowel. In view of presentation I thought it best to proceed with limited small bowel resection. The mesentery of the small bowel proximal and distal to this area was cleaned. Gia stapler placed and fired. The intervening mesentery was hemostatically taken down, clamped and ligated with 2-0 vicryl ties. The proximal portion of this small bowel was subsequently found to have developed ischemia an additional 2 cm proximally. In view of this, secondary resection was carried out at this site. Mesentery cleaned. Gia stapler placed and fired, and the mesentery was hemostatically taken down, allowing this specimen to be removed from the operative field for pathologic study. Irrigation of the abdomen was carried out with copious amounts of normal saline until the effluent was clear. In view of the presentation, it was felt best to proceed with delayed anastomosis to ensure adequate bowel viability prior to completion. Also, felt best that a secondary lavage would necessarily be required. Irrigation was again carried out and hemostasis secured. A posterior row of interrupted serosal stitches of 3-0 nurolon were then carried out to approximate the 2 stapled ends in preparation for a future anastomosis. The bowel was then returned to the abdominal cavity. Intra-abdominal vac was then placed in the usual manner, secured 125 mm negative pressure. At the end of the procedure, sponge and needle counts were correct x2. Blood loss was minimal. The patient tolerated the procedure well and was taken from the operating room in satisfactory condition.¿ (B)(6) 2012: [missing records: a pathology report detailing analysis of the specimens collected during the (B)(6) 2012 procedure was not provided.] (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: open abdominal wound. Postoperative diagnosis: open abdominal wound. Procedure: abdominal exploration and lavage with wound vac placement. Description of procedure: ¿the patient was brought to the operating room, placed in the supine position on the operating table. Following successful induction of general endotracheal anesthesia, the patient was prepped with betadine and draped in a sterile manner. Small bowel exteriorized. She was found to have a few fluid loculations, cloudy in nature, irrigated clear. The remainder of the abdominal cavity was explored and again she was found to have a few cloudy fluid collections. These were also irrigated clear. The remainder of the abdomen was irrigated with a copious of normal saline until the effluent was clear. Hemostasis secured. The small bowel was identified at the previous resection. Suture wall was found to be intact. Terminal ends of the bowel were also found to be viable. An anastomosis was completed by accomplishing 2 enterotomies. Gi stapler place and fired, creating the anastomosis. The resultant enterotomy was closed with running silk of 3-0 vicryl interrupted and serosal stitches of 3-0 nurolon. Mesenteric rent was closed with interrupted stitches of 3-0 nurolon. Small bowel was returned to the abdominal cavity. Irrigation was again carried out with [sic] normal saline until the effluent was clear. With significant edema remaining, it was felt best to proceed with temporary closure. Wound vac was replaced in the usual manner, secured with 125 mm negative pressure. At the termination of the procedure, the sponge and needle count were correct x2. Blood loss was minimal. The patient tolerated the procedure well and was taken from the operating room in satisfactory condition.¿ (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: open abdomen. Postoperative diagnosis: open abdomen. Procedure: abdominal exploration and lavage with abdominal closure and bilateral component release and external wound vac placement. Description of procedure: ¿patient was brought to the operating room and placed in the supine position upon on [sic] the operating table. Following successful induction of general anesthesia, the patient¿s abdomen was prepped with betadine and draped in a sterile manner. Abdominal exploration was carried out with findings minimum cloudy fluid collections. These were irrigated clear. The anastomosis was examined and found to be intact. No further intra-abdominal abnormality could be identified. The subcutaneous tissue was elevated off the anterior fascial wall. Bilateral component release was then performed inside the anterior rectus sheath, allowing mobilization to the midline without undue tension. Midline fascia was then closed with running simple suture of #1 prolene, interrupted stitches of #1 monocryl. External wound vac was then placed and secured in position in the usual manner, 100 mm of negative pressure. At the end of the procedure, sponge and needle were correct x2 and blood loss was minimal. The patient tolerated the procedure well, taken from the operating in satisfactory condition.¿ (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnoses: open abdominal wound. Cellulitis left flank. Postoperative diagnoses: open abdominal wound. Cellulitis left flank. Without an intra-abdominal fluid collection. Procedure: abdominal exploration. Abdominal wall debridement. Description of procedure: ¿the patient brought to operating room, placed in supine position upon operating table. Following successful induction of general anesthesia, the patient was prepped with betadine, draped in a sterile manner. Wound was examined. The fascia was found to be somewhat loose, but without frank dehiscence. The prolene suture was incised. A limited exploration was carried out in the left flank where CT findings had revealed a possible fluid collection. A little bit of cloudy fluid was evacuated, but without evidence of purulence. No fluid collection at the right flank or pelvis could be identified. It was irrigated clear. The midline fascia was then reapproximated with running simple sutures of #1 prolene, interrupted stitches of #1 monocryl. Attention was then turned to exploration of the left flank subcutaneous area. A subcutaneous tunnel was then elevated off the underlying fascia extending to the outer margin of the pannus on the left. Evidence of edema without frank necrosis of either subcutaneous or fascia was identified. There was a small loculation of purulent material and necrotic subcutaneous tissue within the fatty tissue to the left of the midline incision. This was debrided clear, and a specimen obtained for c and s [culture and sensitivity]. Irrigation was carried out. A 2nd transverse incision made at the dependent most portion of the pannus on the left flank and carried through subcutaneous tissue down to the fascia. Again, the edematous subcutaneous tissue but without evidence of frank necrosis was identified. This was debrided sharply and irrigation carried out. Hemostasis was again secured with electrocautery. The right side of the abdominal wall, and subcutaneous tissues found to be without inflammatory process. Irrigation was carried out. Hemostasis secured. Wound, including the tunnel, were then packed open with saline-moistened gauze. A sterile external dressing applied. At the procedure [sic] sponge and need [sic] count were correct times 2. Blood loss was minimal. The patient tolerated well, was taken from the operating room in satisfactory.¿ (B)(6) 2012: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2012 procedure was not provided.] (B)(6) 2013: (B)(6) . Operative report. Preoperative diagnosis: nonhealing ulcer, abdominal wall. Postoperative diagnosis: nonhealing ulcer, abdominal wall. Procedure: excisional debridement, nonhealing ulcer, abdominal wall. Post debridement measurement is 10 x 5 x 4.8, excision of suture granuloma, with placement of wound vac. Description of procedure: ¿the patient was brought to the operating room and was placed in supine position upon the operating table. Following the successful induction of general anesthesia, the patient¿s abdomen is prepped with betadine and draped in sterile manner. The tunnel was explored and subsequently opened sharply with a knife excising necrotic skin and subcutaneous tissue with a knife. Bleeding encountered was controlled electrocautery. A suture granuloma at the base of the wound was identified and excised removing a prolene suture. Bleeding encountered was controlled with electrocautery. Irrigation was carried out until effluent was clear. The remaining necrotic subcutaneous tissue was excised with a curette. Bleeding again encountered was controlled with electrocautery. White foam was placed within the depths of the wound and black foam superficial and secured to 150 mm negative pressure. At the end of the procedure, sponge and needle counts were correct x2. Blood loss was minimal. The patient tolerated the procedure well and was taken from the operating room in satisfactory condition.¿ (B)(6) 2013: (B)(6) . Operative report. Preoperative diagnosis: nonhealing abdominal wall ulcer. Postoperative diagnosis: nonhealing abdominal wall ulcer. Procedure: excisional debridement, nonhealing abdominal wall ulcer. Post debridement measurement 4 x 3 x 0.2 with skin substitute placement (acell). Description of procedure: ¿the patient was brought to the operating room and placed in supine position on the operating table. Following successful induction of general anesthesia, the patient¿s abdomen was prepped with chloraprep and draped in the usual sterile manner. Utilizing a knife, necrotic subcutaneous tissue was sharply excised. Bleeding was controlled with direct pressure. The acell product was then brought forward, trimmed to size, and surgically affixed with interrupted 3-0 chromic catgut circumferentially. It was then covered with ky jelly, adaptic and moist gauze dressing and secured with paper tape. Excess acell was disposed in the usual manner. At the end of the procedure, sponge and needle counts were correct x2. Blood loss was minimal. The patient tolerated the procedure well and was taken from the operating room in satisfactory condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: updated brand name. H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an unknown hernia repair in (B)(6) 2011 whereby an alleged unknown gore device was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.